Event description:
Plates and 6 pedicle screws were implanted in rptr's lower spine to stabilize l-4/l-5 and l-5/s1 vertebrae. X-rays taken 12/9/94 indicated that one of the pedicle screws had broken from unknown cause.info submitted as follow-up 3/27/95: on 6/10/93 her back. Her pain is nearly intolerable. Her paresthesias in her left leg were gradually decreasing. X-rays show proper configuration of the bone grafts and implants and the implants are checking out properly and tested by the MFR's specifications. At that time the pedicle screw at l4 on the left went somewhat into the transverse process but in general was within acceptable limits of positioning. As of 2/22/94 there were no paresthesias remaining in her legs and her pain was mild to moderate. She was having sciatic pain extending into the right buttock. According to her physician on 7/7/94 her fusion seemed to be solid. On 12/9/94 the dr stated her fusion appeared solid pain and spasms she was having could be due to the pressure of metallic devices. He stated there was at least one broken screw would remain implanted and likely would not be a source of difficulty in the future. She was moving about with marked difficulty and in a stiff manner, especially related to her spine. Device was explanted 1/20/95. On 2/27/95 she was having severe episodes of muscle spasm in her upper spinee, neck and low back.